Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for a procedure using a small flexnav delivery system. The length of the membranous septum was less than 3mm.when they went to open the valve, it was noted that the 0 degree temperature gage was triggered due to low temperature. They didn't open the valve and a new 23mm navitor vison valve was opened. During pre-dilation the patient went into heart block and the valve was successfully implanted at a depth of 3mm. Post procedure the patient remains in heart block and received a permanent pacemaker. The patient was reported stable.